Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (01/19/2015). The patient¿s meter and test strips have been returned on 12/30/2014 and 1/15/2015, respectively, and evaluated by lifescan product analysis on 1/7/2015 and 1/16/2015, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. A DHR (device history record) was completed on 01/16/2015 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #2 - (02/19/2015) - correction.follow-up #1 stated that the reported issue regarding the meter could not be confirmed. The reported issue could not be reproduced.

Event description:
On (B)(6) 2014, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter read inaccurately low compared to her feelings and/or normal readings and compared to a hemoglobin a1c laboratory result. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy began on (B)(6) 2014 at 3:45pm. The patient reported obtaining blood glucose readings of ¿69, 70, 71, 112 and 118 mg/dl¿ with the subject meter. The patient stated that she manages her diabetes with oral medication, diet and exercise. The patient claimed she stopped medication (dose/type unspecified) and took more food and drink at 8:00am on (B)(6) 2014 in response to the alleged inaccurate readings. Two weeks after the alleged issue began the patient claimed she developed symptoms of ¿night sweats, thirst, frequent urination and chest discomfort/tightness of chest¿. It is not known, what medical treatment, if any, the patient received in response to the onset of reported symptoms. The patient claimed no other blood glucose tests were performed on any other device. During troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.